Event description:
It was reported that the customer continues to run into issues with the port and pilot lines of some tts tubes turning a blue hue. When the water is removed, it is clear. This only happens after sterilization. The central sterilization department states they are not injecting anything into the cuff during the process. No patient injury.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. (H6c, h6d, h6e) no lot number was provided for performance of a device history record review. E4 is unknown.